Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the leadless implantable pulse generator (ipg) was attempted to be implanted, however, high thresholds and rising impedance measurements were reported. Before the third deployment, an angiography was attempted but it could not be performed because the syringe could not be pushed. It is unknown if the syringe was attached to the delivery system or the introducer. The catheter was removed from the sheath and a large quantity of thrombi was adhered to the catheter. The high thresholds were presumably caused by the adhered thrombi to the electrode part. The ipg was extracted and a different ipg was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that confirmed that angiography contract dye was attempted to be pushed through the introducer, not the delivery system.

Manufacturer narrative:
Product ID: mc1vr01. Product event summary: the device was returned and analyzed, and no anomalies were found. Product ID: mc1vr01-delsys. Product event summary: the full delivery system was returned, analyzed, and a fluid pathway leak was observed on the delivery system. The articulation of the delivery system was out of plane. Blood was observed on the sheath. The lumen of the delivery system was damaged. The delivery system outer shaft was kink/buckled. Blood was observed on the outer shaft of the delivery system. Blood was observed on the recapture cone of the delivery system. The analyst noted the full delivery system was returned with the device intact in the sheath and a tube affixed to the flush port valve. There is a water leak in the handle at the lure housing and tether lock. The shaft is kink/buckled at 5.5 cm from the distal end of the delivery system. There is blood on the shaft located at the distal end of the delivery system. If information is provided in the future, a supplemental report will be issued.

Event description:
The delivery system was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.